Event description:
Employee was taking the tape off needle when the needle dislodged from pt cannulation site, sticking employee. Both the employee as well as the pt were tested for bloodborne pathogens, and employee began pep medications.